Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not detected on the bus. A field service engineer (fse) shut down the medstation, removed the back panel, disconnected and reconnected the row board cable from cubie trays and drawer control board, locked the back panel, and powered the station back on. Performed functional testing in both the hardware test application and medstation application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 was experienced continuous and reoccurring device was not detected on bus errors. This issue had resulted in multiple cubies needing to be ejected, broken down, and medications reassigned and loaded into other cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.